Event description:
In an article titled "capsule formation can make secondary reconstruction of the dura mater unnecessary after cranial infection" it states a (B)(6) woman underwent hematoma removal and aneurysm clamping. A bone piece from the frontal-temporal region of the skull was removed during the operation. A duraplasty was performed using a ptfe patch. A secondary cranioplasty was performed 6 months after the initial operation to place a preserved bone piece back to its initial position. However, the returned bone piece developed infection two months after the secondary operation, causing necrosis of the overlying scalp, leaving a 110-cm2 scalp defect in the frontal-temporal region. Six months after the secondary operation, a third procedure was performed to cover the defect. First the artificial dura was removed. No leakage of cerebral fluid was observed. A vascularized latissimus dorsi flap was transferred to the head. The wound healed without complications.

Manufacturer narrative:
Attempts were made by gore to obtain additional device and pt info, but these attempts did not lead to any additional info. Literature citation: nagaso, n, et al. Capsule formation can make secondary reconstruction of the dura mater unnecessary after cranial infection; j craniofac surg(tokyo) 2011:22; 84-88.